Manufacturer narrative:
No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure to repair a pelvis fracture, in the images the site could see the s1 wires, but not the s2 wires. It was reported that this issue was resolved via phone. It was noted that technique was address with the radiologic technologist (rt). There was no delay to the procedure. There was no reported impact on patient outcome.